Manufacturer narrative:
Device lot number: the reported lot number,127127, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
Additional information received from the complainant on march 05, 2015 stated that the patient experienced yeast infections, repeated bladder infections, dyspareunia, pain during urination, problems with flow during urination, and other problems.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen sling system during a procedure on (B)(6) 1998. According to the complainant, the patient experienced unspecified injuries post-procedure. All other information is unknown.